Manufacturer narrative:
Visual inspection performed by r&d department inspection of the returned devices confirmed preliminary inspection analysis. Preliminary investigation performed by r&d department (already reported in the MDR 2025-00207): according to picture received, during the surgery the tip of the lenke probe broke. The root cause of the failure might be the application of a bending force while the instrument's tip was inserted in the patient's bone. Although the specific circumstances cannot be confirmed, the issue may have resulted from unique conditions of the specific surgical application involved in combination with the inherent mechanical limits of the device version utilized. The investigation does not indicate any potential manufacturing related issue.

Manufacturer narrative:
Batch review performed on 03-mar-2025: lot: 1956787: (B)(4) items manufactured and released on 28-07-2020. No anomalies found related to the problem. To date 2 other similar events have been reported. Preliminary investigation performed by medacta spine r&d project manager: according to picture received, during the surgery the tip of the lenke probe broke. The root cause of the failure might be the application of a bending force while the instrument's tip was inserted in the patient's bone. Although the specific circumstances cannot be confirmed, the issue may have resulted from unique conditions of the specific surgical application involved in combination with the inherent mechanical limits of the device version utilized. The investigation does not indicate any potential manufacturing related issue.

Event description:
During l1-s2-si surgery, the surgeon malleted the leke probe in right l2 and the tip of the device broke in the pedicle. A trephine along with a pair of vice grips was utilized to remove the broken tip. Bone quality was reported not being sclerotic but issue in advancing the gear shift that required malleting. Surgery was completed successfully with 30 minutes of delay on 4 hours of surgery. 7.0mm (diameter) x55mm (length) screw was implanted.